Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet touchscreen became nonresponsive on the slide-to-unlock screen, preventing device operation and not resolving with attempted restart or firmware update. No clinical symptoms, injury and no physiological adverse effects. Outcomes included interruption of device usability and the need for replacement, with instructions provided to sync data and return the original device. Customer care provided support that included customer troubleshooting and logistical review of replacement and return. The device was returned for evaluation. Investigation of this case revealed a device interface failure consistent with a touchscreen malfunction. It was concluded that the screen was nonfunctional and a replacement device was provided.